Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support again if the issue reappeared, which the customer acknowledged and understood.